Manufacturer narrative:
Out of an abundance of caution, this report has been submitted. The product associated with the complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be monitored for trends.

Event description:
A patient underwent a transcarotid artery revascularization patient had severe calcification in the internal carotid artery, and still had significant stenosis after pre-dilatation and stenting. Stent was post-dilatated at which time extravasation was noted on the anigogram. Initial stent was lined with two additional stents. Final imaging showed good results. Patient was awake and was fine post-procedure.